Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 575cc saline prosthesis, catalog #3501690 serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis. Deflation was diagnosed by physical examination post procedure. As a result, the patient had prosthesis replacement with a mentor gel implant on (B)(6) 2018. No additional medical interventions were required.

Manufacturer narrative:
Additional information was received on 3/14/2018. When the deflated device was removed, bilateral prosthesis replacement with 510cc mentor memorygel breast implants was also performed. The device history record (DHR) of lot number 5784015 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material was found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).